Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, five (5) months due to moderate to severe aortic stenosis, moderate aortic insufficiency (ai), and subactue type a dissection. The patient had a known aortic aneurysm for years and had elective surgery to repair the aneurysm and new aortic dissection. Upon the aortic aneurysm/dissection repair, it was discovered that a leaflet in the surgical valve was torn causing the ai. Per the medical records, the patient was admitted for redo avr and resection of an enlarging subacute ascending aortic dissection. A repeat sternotomy was performed. The three leaflets o the bioprosthetic valve were excised. The aorta was opened longitudinally and the above noted dissection was found as was expected. The aorta was tailored. A strip of teflon felt was placed inside of the aorta proximally just above the level of the left main coronary artery and right coronary artery. This was able to exclude all of the dissected aorta. A 38 mm woven dacron graft was anastomosed in end-to-end fashion with running 4-0 prolene suture. Following completion of that anastomosis, the graft was deaired. At this point, the tavr procedure was performed with a 23mm 9600tfx transcatheter valve. The valve was nicely deployed. Then, reimplantation of the old circumflex vein graft to ascending aorta was performed. Next, interposition saphenous vein graft from ascending aortic dacron graft to old right coronary saphenous vein graft was performed. At this point, the patient was ready to wean from cardiopulmonary bypass, but noted that the right coronary artery had been entered during the dissection of his aortic tissues to prepare for the ascending aortic replacement. The pulmonary artery was quite thin and had already started to bleed some. The surgeon felt that a patch of bovine pericardium would be best suited to reconstruct this. The surgeon proceeded with a long patch repair of the right pulmonary artery from its origin to just below the mid portion of the graft. The patient began to wean from cardiopulmonary bypass. Heparin was reversed with protamine. The patient did receive methylene blue for some vasodilatation. He had consumptive coagulopathy intraoperatively and received cryoprecipitate and factor vii. The patient tolerated the procedure well with no complications and was taken to the ICU in stable condition post procedure. On pod #13, he converted back into atrial fibrillation. He chemically converted with oral amiodarone. The patient was discharged home on pod #15 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.